Event description:
On (B)(6) 2021, a perceval valve pvs23 was attempted to be implanted as follows: 23/m size was selected by sizing. After implanting, it was judged that the annulus was visible, and the same device was collapsed and indwelled again, but a leak equivalent to moderation was observed from the rcc side. It was judged that there was no improvement and the valve was explanted. Judged as 23/m by sizing again for the new valve to be used. This time, the valve was implanted with a new valve and a new kit, and finished without any leaks. Cross-clamp time was extended for about 30 min. Total cross-clamp time was 103 minutes, midline incision, with CABG×1(lita-lad), no problem observed in the patient condition at the procedure.